Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation but the investigation confirmed that complaints have received for similar issues.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m plus blood collection tubes exhibited cap burrs.